Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to blood glucose (bg) level of 611 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the customer was using pump supplies beyond labeling. Tandem customer support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Additionally, an air bubbles were observed within the infusion set tubing. Reportedly, the customer continued to use the pump for insulin therapy.